Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time. No product returned as it is in-situ.

Event description:
Information was received that a revision procedure is planned. As per the reporter, one of the hooks of an unknown manufacture has pulled out. There was no reported patient injury.